Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced receiving no alerts from the g5 mobile application. Alerts are being received on their receiver. No additional patient or event information is available.